Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The electronic lot history record (elhr) for this product was not reviewed and a similar incident query was not performed because the lot number was not reported. The reported patient effects of death and perforation are listed in the xience alpine everolimus eluting coronary stent system, instructions for use as known patient effects. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a direct stenting procedure of a proximal left anterior descending coronary artery that was heavily calcified. A xience alpine 4.0 x 15 mm stent delivery system was advanced towards the lesion but failed to cross due to the heavily calcified patient anatomy. Then, a xience alpine 4.0 x 23 mm stent was successfully deployed. A 4.0 x 15 mm nc trek rx balloon dilatation catheter was being used for post-dilatation but when inflated, there was a waist in the balloon. The balloon was inflated to a higher pressure when the vessel was perforated, although the exact pressure is unknown. The patient coded and cardiopulmonary resuscitation (CPR) was administered for 15-20 minutes in the emergency department (pulseless electric activity). A graftmaster 4.0 x 19 mm covered stent was deployed successfully at 15 atmospheres to seal the perforation and emergent pericardiocentesis was performed. Patient remained in the emergency department where she later expired the same day. In the physician's opinion, the cause of the vessel perforation was due to the calcium; the cause of death was coronary artery perforation. No additional information was provided.